Event description:
Alteplase 100mg in sterile water 100ml IV was ordered for this patient with a pulmonary embolism. This medication is a linked order in epic with alteplase linked to an nacl flush bag. The order reads to infuse the alteplase and "use vented tubing to administer from glass bottle." The second part of the linked order says to "infuse nacl as primary to flush tubing after alteplase infusion and administer at the same rate as the alteplase infusion." The primary rn (registered nurse) set up the infusion as the nacl being the primary per the order and the alteplase set as a secondary. The primary rn made sure the alteplase was dripping from the chamber for the infusion. The patient began to deteriorate, and it was noticed that the baxter pump was infusing a combination of both the alteplase and nacl. The nacl was hanging lower than the alteplase so fluid should not have been pulled from the primary bag.